Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly this patient was revised due to a neck fracture. He went to the hospital after a strong pain in his left leg. (Left).

Manufacturer narrative:
Additional information received on (B)(6) 2018: updated lot number.